Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect gen.2 results for multiple patient samples from a cobas 8000 cobas ise module. The samples were repeated on a blood gas analyzer. Of the data provided, only the following results were discrepant. Patient 1 initial sodium result was 155 mmol/l and the repeat result was 144 mmol/l. The initial potassium result was 5.1 mmol/l and the repeat result was 4.6 mmol/l. Patient 2 initial sodium result was 150 mmol/l and the repeat result was 146 mmol/l. Patient 3 initial sodium result was 151 mmol/l and the repeat result was 142 mmol/l. Patient 4 initial sodium result was 152 mmol/l and the repeat result was 138 mmol/l. The erroneous results were not reported outside of the laboratory. There was no allegation of an adverse event. The electrode lot numbers and expiration dates were requested but were not provided. The field service representative found the sampling arm was loose. He replaced the sampling arm, ultrasonic mixers, dilution cups, seals, and the tubings and decontaminated the module. Calibration, qc, and precision testing were performed. All results were acceptable.

Manufacturer narrative:
The investigation determined the questionable results are consistent with improper pre-analytical sample handling. The service on the fluidics parts showed a clear improvement. Customer was informed of the importance of pre-analytics and to follow tube manufacturer¿s specification. No further issues occurred since the service visit.